Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 250cc saline breast implants which the right side deflated after implantation. Patient experiencing right shape change. Right implant is a lot lower and flatter than the other one. Lying down you can tell they're not looking normal. Sometime you can see the implant through a t-shirt. Patient always had raynauds, and diagnosed 2.5 years ago, which is sensitivity to cold in hands and feet. Might have lupus, but inconclusive. Possible sensitivity to gluten/dairy - waiting for testing. These issues has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
A manufacturing record review could not be performed because the physical file could not be located. If this information becomes available at a later date a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).